Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and a definitive cause for the reported migration cannot be determined. Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to rotated heart and enlarged right atrium. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+ with a rotated heart and enlarged right atrium. It was noted that imaging was poor. The second clip positioned lost stability during grasping. Post deployment, partial clip detachment was noted as the clip angle was noted to have changed and some tr returned. A total of three clips were implanted, reducing tr to grade 2-3. There was no clinically significant delay in the procedure.